Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 189 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer was unable to confirm if the sensor cannula was bent during troubleshooting. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the sensor was received in said condition due to the sensor was retuned opened and used.